Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Initial resistance testing found the lead was not electrically continuous, and an x-ray was performed and revealed that the inner coil was fractured near the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the lead revision caused the inner conductor coil to break. 3191 code was used to denote surgical intervention.

Event description:
It was reported that a revision was being performed on this right ventricular (rv) lead due to high thresholds at 5v and no capture (escape rhythm only 30 bpm). It was noted that they observed liquid that came out of the setscrew of the header, and when the lead was then tested through the pacing system analyzer (psa) the thresholds were better at 2.5v. They planned to reuse the lead, however during a fluoroscopy it was observed that the helix was not all the way out and not touching the heart wall. It was attempted to extend the helix into the tissue, however ultimately they explanted and replaced the lead where the helix did not retract. A new device and lead were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision was being performed on this right ventricular (rv) lead due to high thresholds at 5v and no capture (escape rhythm only 30 bpm). It was noted that they observed liquid that came out of the setscrew of the header, and when the lead was then tested through the pacing system analyzer (psa) the thresholds were better at 2.5v. They planned to reuse the lead, however during a fluoroscopy it was observed that the helix was not all the way out and not touching the heart wall. It was attempted to extend the helix into the tissue, however ultimately they explanted and replaced the lead where the helix did not retract. A new device and lead were implanted successfully. No additional adverse patient effects were reported.